Event description:
Consumer called stating that their irc1710 aerosol compressor is allegedly overheating. Consumer to contact dealer for replacement. No injury. The malfunction has not been confirmed.